Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed on the pump. The customer's blood glucose level was 396-397 mg/dl. The pump was reset, and the customer continued to use the pump for insulin therapy.